Event description:
It was reported that the tip broke off during the lap tubal ligation case and was found in the drape. No patient consequence.

Manufacturer narrative:
The batch record was reviewed and no anomalies were noted during the manufacturing process. Second batch number: c9cd3c.